Manufacturer narrative:
After review of additional information received age/date of birth, sex, describe event or problem, implant date, concomitant medical products, date received by MFR, type of reports and if follow-up, what type? Have been updated accordingly. Additional information provided indicated that the patient was found by her mother sitting on the floor leaning against the walker. She was disconnected from the home ac, but was securely connected to a battery at the time. When she was found, there were unspecified alarms sounding and the pump was running. A low flow alarm was noted. The driveline was securely connected to the controller and there was no damage observed to the controller and/or power sources. The patient's son noted that the patient seemed fine the previous night and the patient did not report any medical concerns to him. The family has refused an autopsy, therefore no pump will be returning for evaluation. Preliminary log file analysis revealed three (3) low flow alarms and one (1) vad disconnect alarm logged on controller ((B)(4)) on (B)(6) 2016. No further information was provided. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Corrected data: expiration date.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical products: (B)(4), 1403us, MFR. Date: 05/31/2015, exp. Date: 05/31/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was found unresponsive at home with alarms going off. The patient expired. It is unknown if an autopsy will be performed. No further information was provided.

Manufacturer narrative:
(B)(4) and an unknown controller ac adapter were not returned for evaluation. (B)(4) was returned for evaluation. Review of the manufacturing and inspection records confirmed that the associated devices met all requirements prior to release. Log file analysis revealed 4 controller power-up and associated motor start events with pump off times of approximately 3.5 minutes, 1 hour and 52 minutes, 1 minute, and 13 minutes. Data before the initial loss of power and data after the next 3 losses of power demonstrated that the controller was only connected to 1 power source. 3 low flow alarms were recorded after the last three controller power ups and 1 vad disconnect alarm was logged 11 minutes before the last data point recorded. Analysis of (B)(4) revealed that the device met specifications; the device passed functional testing and visual inspection. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event is double disconnects of the power sources from the controller resulting in losses of power. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.